Manufacturer narrative:
The customer did not return the paddles with the device for evaluation. Zoll's technical service department contacted that customer regarding intermittent discharge problem with paddles. Customer informed zoll that thier biomedical department fixed the problem by re-seating the sternum board in the paddle assembly.

Event description:
Complainant alleged that during a routine shift check by a clinician the device display flashed in and out. Complainant's biomedical dept checked the device and found the battery had over heated and damaged the lower housing. After the battery was replaced the device powered up with the main control switch in the off position. The biomedical dept also found that the sternum paddle discharged intermittently. The complainant indicated that there was no pt involvement in the reported failure.